Manufacturer narrative:
Date of event is estimated. Exact implant date is unknown. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-04659. It was discovered via x-ray that there were percutaneous leads sitting near s1-s2 that were not seen initially. As a result, surgical intervention may be undertaken in the future.

Manufacturer narrative:
Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided instead of blank.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient, device, and event information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.